Manufacturer narrative:
Investigation of the reported event has been completed. Our distributor investigated the system and the reported failure was reproduced. According to the information provided by the distributor, the issue was caused by malfunction of two pressure transducer printed circuit boards (pcb). The two pressure transducer pcb were replaced. It remains unknown, which two of the four pressure transducer pcb in the device that have malfunctioned. No parts have been returned for the further analysis of the issue. The system device logs were not received for evaluation. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the pressure transducer test during system checkout failed. There was no patient involvement. Manufacturer's reference #: (B)(4).